Event description:
It was reported that a patient had a pump replacement. The pump was taken out and recalled. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).